Event description:
During an internal investigation of a customer complaint (B)(4) it was determined that several lots of dpb1 ssp unitray kit (cat # 451606d) were affected. An incorrect reactivity assignment of dpb1 31:01 as unk in lanes 4 would result in a no type.

Manufacturer narrative:
The internal investigation has determined that product labeling will need to be updated to reflect the correct designation of lane 4 as negative for dpb1 31:01. Add'l investigation activities are ongoing and will be reported in the f/u report.